Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with grade one diffuse lamellar keratitis (dlk) bilaterally post lasik. Dlk was reported to be worse in the right eye. Patient was prescribed an oral steroid, topical steroid drop dosage were increased and a flap lift and irrigation was performed. Three days post lasik, symptoms were reported to be resolved there are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, symptoms have resolved fully.